Manufacturer narrative:
The jupiter operating table is intended for the following use: patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. Task-related patient transfer within the operating theatre. For applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. The failure remote control was found completely melted in its charger could be confirmed during a visual inspection based on the pictures provided by the customer. Furthermore, baxter has contacted the account three times requesting the defective remote control, battery and charging station to be returned for inspection. The account was unresponsive to the attempts and the device did not return to manufacturer. Baxter is completing this complaint due to the amount of time. Therefore, a concrete root cause could not be determined. Baxter provided the account with a charging station and remote control replacement. Although there was no reported injury with this event, if the report of a remote control melted in its charger were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
The customer reported that on the morning of (B)(6) 2024, when the operating room opened, the operating table's wireless remote control was found completely melted in its charger. The remote control was cold and black traces of combustion were visible on the wall where the charger was fixed. There was no injury, death, or procedural delay reported with this event. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Baxter is in the process of inspecting the jupiter table. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer reported that on the morning of (B)(6) 2024, when the operating room opened, the operating table's wireless remote control was found completely melted in its charger. The remote control was cold and black traces of combustion were visible on the wall where the charger was fixed. There was no injury, death, or procedural delay reported with this event. This report was filed in our complaint handling system as complaint # (B)(4).